Event description:
It was reported during the one week post-implant, post-sensed t wave oversensing on the ventricular channel was observed via real-time egm. Patient was asymptomatic. Programming changes were made, and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.